Event description:
Reporting status: malfunction. Reporting rationale: separated guidewire has caused or contributed to patient injury previously. Device issue: guidewire separation. It was reported that the guidewire was going down the right coronary artery and towards the posterior descending artery. As the procedure was being performed with the balloon, there was a lack of support. The guidewire was removed and it was found that the guidewire from the tip had been unraveled. The guidewire was put back into packaging and another hi torque guidewire was used with success. This is being filed based on the returned product evaluation that revealed a separated guidewire. No additional event or patient information is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis for the returned device revealed that the guidewire was returned with blood on the coils and core. The tip ball was present without any damage noted. The entire length of the tip coils distal to the center solder were stretched for a length of 32 cm. The shaping ribbon separated 1 cm proximal to the tip ball. The fracture faces were jagged and uneven. The shaping ribbon was twisted into a corkscrew shape at the separation. No other damage to the guidewire was noted. Because of the damage to the tip coils, the tip was not tugged on. The core and shaping ribbon were visibly intact. This guidewire was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering reviewed the incident information and the analysis of the returned device. Results of the sem analysis indicate that the device shaping ribbon was subjected to excessive torsional overload beyond its design limit causing the tip to detach. For the guidewire to fail due to torsional overload, some portion of the guidewire would have to be trapped either in the anatomy or in another device and excess torque applied. From the incident description, there is no indication that the tip of the guidewire became trapped and stuck in the vessel or another device. The cause of the torque was also not described, but the sem shows that the guidewire had been overtorqued beyond the strength of the guidewire resulting in guidewire failure. The root cause appears to be from circumstances during the procedure and not a manufacturing related quality issue. Manufacturing assures the quality of the guidewire tips through visual and dimensional inspections. Also, samples are destructively tested and each lot must pass the test requirements. Quality inspection verifies that all requirements are met. This MDR is considered closed by the product performance group.